Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the united states.

Event description:
During cryoablation procedure using the arctic front catheter, the cryoconsole showed system notice error 50005 (see description below) and there was visible blood in the balloon and in the coaxial cable. The physician observed st elevation. The pt described blurry vision. System notice error 50005: the safety system has detected fluid in the catheter and stopped the injection. Pt was stable at the end of the procedure. The pt has been discharged from the hospital.